Manufacturer narrative:
The controllers con094088, and con094160 were not returned for evaluation. No visual or functional testing was performed. The reported event was not confirmed. The clinical site reported disposing the controllers following make a complaint. The design history file (dhf) review of the manufacturing documentation confirmed that the associated devices met all requirements for release. No confirmation is available to relate the reported event to the devices. The controllers were not returned from the clinical site for evaluation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced a "broken pin" and controller exchange. The controller was exchanged; there were no reported consequences or impact to the patient. The patient was educated on the importance of attaching power source without twisting the connections. The back-up controller was also exchanged. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Site disposed of controller.